Event description:
The facility's biomedical engineering department reported an infusion pump that turns on and off by itself. The event was reported to have occurred during biomed testing. According to the hosp rep, no patient injury or medical intervention has been reported.